Manufacturer narrative:
The reported battery anomaly was confirmed in the laboratory. Review of the device image noted fluctuaion of battery voltage measurements. The cause of the battery voltage fluctuations could not be determined.

Manufacturer narrative:
UDI(di):0 (B)(4).

Event description:
It was reported that premature battery depletion was observed. The device was explanted and replaced. The patient is doing well.